Event description:
The event is reported as: clips were not releasing after being fired. As per complainant, "surgeon used alternate strategies to achieve a proper surgical outcome." No pt injury reported. Pt current condition reported as fine.

Manufacturer narrative:
Sample not returned in time for this report. DHR investigation did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.